Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. Customer advises that they have swapped in a known good sensor with external sensor cable and the issue continues. Customer did try the est when the sensor was swapped and the unit still would not recognize the cable. Advised customer to replace the internal cable from the sensor board to the fio2 connection. Customer support followed up with customer and found that replacing the external o2 cell and performing est corrected the issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Caller reports that the o2 reading is displaying "---". No patient/user harm reported.